Manufacturer narrative:
A field service engineer (fse) evaluated the gallios instrument on 09/02/2015. The fse ran the sheath pressure test in cytotools and saw slow reaction times to changes in sheath pressure with an external marsh gauge. The fse replaced the sheath pressure regulator to resolve the issue. Subsequent testing was within specification. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported receiving sheath pressure error messages on a gallios flow cytometer system. While troubleshooting the event with the guidance of customer technical support (cts) over the phone, the customer was splashed on the face and arm with sheath fluid. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. The customer did not seek medical attention following the event. The cts representative directed the customer to wash the affected areas thoroughly with water. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. This event occurred on the gallios device, which is marketed for research use only (ruo). This report is being filed for similar device, the navios flow cytometer system.